Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with the reported event was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device associated with the reported event was not returned for evaluation. The root cause for this failure mode has been investigated as part of (B)(4) and determined to be ""incorrect geometry and material selection for load application"". See the CAPA for more information related to the investigation. The risk associated with this failure mode has been assessed within a (B)(4) which was initiated on 06 october 2014 and determined an occurrence score of ""l1"" for each potential harm identified (the product problem has never been known to result in the identified harm, and it is not reasonable to expect that it ever would).the complaint does not indicate any patient effect or surgical delay. This is consistent with the findings of the hhe and previous complaint investigations. The qrb ((B)(4)) recommended field correction in the form of a communication to device users. Further corrective action has been identified and information can be found under (B)(4). The investigation could not draw any conclusions about the current reported breakage without the device to examine. Complaint trends will be monitored by post market surveillance through (B)(4). Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided. Device history batch: null. Device history review: null.

Event description:
Broken handle. Was surgery delayed due to the reported event? Yes, if yes, number of minutes: 10. Was procedure successfully completed? Yes.